Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the hcp was unsure if the pump was returned and had to make an inquiry to the hospital's shipping staff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen [500 mcg/ml] at a dose of 187 mcg/day and fentanyl [800 mcg/ml] at a dose of 300 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that there was a permanent pump stall. No symptoms were reported. Pump interrogation was performed as troubleshooting. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2018 and would be returned. At the time of the report the issue was resolved and the patient status was "alive - no injury." The patient medical history, age, weight, and gender were asked but would not be made available.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing and gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.